Event description:
Covidien received a report alleging that the device was locked up at turning on and did not provide an audio tone. No pt incident was reported.

Manufacturer narrative:
Customer declined to return device for investigation. The service history record for provided serial number was reviewed, there were no similar failures or services performed on this device.